Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 7am. The patient reported blood glucose results of "240, 215 and 223 mg/dl" with the subject meter. The patient manages her diabetes with onglyza pills (2.5 mg). The patient continued to take her medications as usual. Several days after the start of the alleged issue, the patient claims she felt symptoms of nervous and jittery. The patient did not specify any treatment at that time. On the morning of (B)(6) 2012, the patient visited her physician's office and was advised to decrease her usual dose of onglyza pills (2 mg). That same morning, the patient obtained a blood glucose result of "144 mg/dl" with the physician/ clinic meter. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. A control solution test was performed which fell within range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.